Event description:
It was reported that the right ventricular (rv) lead pacing impedance trend varied from 400-500 ohms to 900-1000 ohms. Also there was some minor short interval counts (sic). The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354vrg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable with v-pace impedance varies between 399 and 969 ohms throughout the record. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with 45 v-sic occur since (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.